Event description:
It was reported that this pacemaker system exhibited pacing inhibition with asystole greater than two seconds as observed on an external monitor while in-clinic. This occurred two days following the system implant. The boston scientific representative (rep) indicated they had seen the patient the previous day and threshold measurements were good. Boston scientific technical services (ts) discussed possible causes with the rep, who subsequently performed another device check later that day. The device check indicated that everything was normal. The threshold measurements were still good, impedance measurements were virtually unchanged from the measurements taken at implant and there were no episodes recorded in the device logbook. Also, the issue could not be reproduced with pocket manipulation or isometric testing and the patient was noted to be asymptomatic. In response, the rep programmed off the minute ventilation (mv) feature and increased the right ventricular (rv) sensitivity. The specific cause of the observation is not known. The device remains in-service. No patient symptoms or adverse patient effects were reported.